Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 heating wire on the tip had popped off of the tip/jaws. No components of the device (metal / silicone) detached into the harvesting tunnel / inside the patient. No additional incisions or procedures required due to the reported failure. A replacement device was used to complete the procedure. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/27/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact jaws as well as on the harvesting device handle. The heater wire was observed to be slightly flexed away from the hot closest to the base of the jaws due to normal clinical use. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. The lot #3000287254 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.